Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called back; she had called earlier stating that she got a no delivery alarm. Customer's blood glucose went up to 480 mg/dl. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (inf and res). The insulin pump will not be returned for analysis.